Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, sleep current measurement test, active measurement test and self test. The test guardian link with the glucose sensor simulator communicates properly to the insulin pump noted. No unexpected lost sensor alarm noted. However, pump failed the prime or seating test due to moisture damage on the force sensor. Unable to verify absence of occlusion alarm and perform the basic occlusion, force sensor test and occlusion test due to pump failed the prime or seating test.

Event description:
The customer reported via phone call that the insulin was not exiting even after reservoir fill to the reached level. The blood glucose level of the customer was 153 mg/dl. The insulin pump will be returned for the analysis.